Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported when he moves in a certain position his stimulation will go "extremely high" outside of what the ins is set at since about 3 weeks prior to the report. The patient stated he will have trouble getting connected with the controller to adjust his stimulation back down due to it locking up.